Manufacturer narrative:
While waiting for product to be returned to bwi for analysis, additional information was received from the customer. The physician opinion regarding the outcome of the adverse event was fully recovered. The causality of the adverse event was determined as possible procedure related. According to the physician, the cause of the tamponade was that the perforation could have occurred during rf delivery next to the left atrial appendage. The physician was using an agilis sheath from st. Jude. After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, while the physician was using a ez steer thermocool sf nav catheter for pulmonary vein isolation, the patient experienced a tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an a-fib procedure, while the physician was using a ez steer thermocool sf nav catheter for pulmonary vein isolation, the patient experienced a tamponade. The physician stated that it was no determined when the perforation occurred. It was noticed when the patient blood pressure decreased suddenly when the physician was validating the isolation not during radiofrequency delivery. The physician checked the tamponade by an echocardiography and infused saline, after some minutes the patient was not recovering and a pericardial punction was performed. Finally the patient was reported stable and no surgery was needed.